Event description:
Related manufacturer reference number 3006705815-2024-01039 it was reported an infection was present at the ipg and lead site. As such, the patient underwent an incision and drainage on (B)(6) 2024. Patient was also prescribed oral antibiotics and oral steroids.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported an infection was present at the ipg site. Patient was prescribed oral antibiotics. Reportedly, it was determined that the infection has resolved.

Event description:
It was reported the system was explanted to address the issue.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.